Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: september 10, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed. The lens was found with no issues that could cause or contribute to the complaint issue reported were observed. No further evaluation was performed. The complaint issues reported could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b: unknown; information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with tecnis odyssey simplicity 17.5 d intraocular lens (iol) on (B)(6) 2025 in the right eye (od) reported difficulty reading and some mild blurred vision at distance. The lens was explanted during secondary surgery on (B)(6) 2025 and replaced with same model 18 d iol. The procedure did not require unplanned incision enlargement, sutures, or vitrectomy, and there was no procedural delay. The patient¿s pre-operative best corrected visual acuity was 20/25, and post-operative visual acuity improved to 20/20. The patient was fully recovered. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.